Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, device in retry mode and not communicate with server. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had data sync failure. A technical support specialist stopped the data sync service and ran the query from the knowledge article (retry-insert into purge.purgestatistics) on the es server database to delete all purge statistics records for the station containing the retry row. The tss then restarted the data sync service, and the station resumed communication with the server with no variation in the change-tracking version. The system functioned as intended after the technical support specialist troubleshot the device.